Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo connector. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9600 sys was not staying on as expected. It was noted that the lemo connector would cause the sys to reboot if touched. Sys was still being used when call was placed. There was no report of pt injury.